Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the catheter was replaced. It was reported that the patient was having surgery to replace her pump as it had reached its early replacement indicator (eri). When the physician tried to aspirate from the catheter access port (cap) chamber, it was unsuccessful. The physician decided to remove the catheter and place a new one. The old catheter was discarded. The issue was resolved.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown drug via an implantable pump. It was reported that the catheter was removed.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n132459010 implanted: (B)(6) 2008 explanted: (B)(6) 2025 product type catheter product ID 8596sc serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), product ID: 8596sc, serial/lot #: (B)(6), ubd: 10-jan-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.